Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("essure inserts placed in endouterine region") and menometrorrhagia ("discomfortable menometrorrhagia") in a (B)(6) year-old female patient who had essure (batch no. 915881 (valid) / 60860 (invalid)) inserted. Other product or product use issues identified: device physical property issue "the implant was curved in the right horn" from (B)(6) 2017 to (B)(6) 2017. The patient's past medical history included multi gravida and parity 2. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) with menstrual discomfort. The patient was treated with surgery (essure removal with hysteroscopy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device dislocation had resolved. At the time of the report, the menometrorrhagia had resolved. The reporter considered device dislocation and menometrorrhagia to be related to essure. The reporter commented: removal of essure inserts placed in endouterine region which may have caused discomfortable menometrorrhagia. Discomfortable menometrorrhagia started soon after insertion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Anatomo-pathologic report dated (B)(6) 2017: clinical information: menometrorrhagia a endometrectomy. Multi-fragmented materials. Histologically, glands are windings and scalloped, bounded with secreting cells with shredded apex; the cytogenic chorion is slack, beginning of pre-decidualization around spirals arterioles. No signs if inflammation. No malignancies. Conclusion: uterus ¿ endometrectomy ¿ endometrium in advanced secreting stage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-jan-2018 for the following meddra pts: device dislocation: n° 2893 cases were found (excluding this case). Menometrorrhagia: n° 51 cases were found (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jan-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("essure inserts placed in endouterine region") and menometrorrhagia ("discomfortable menometrorrhagia") in a (B)(6) year-old female patient who had essure (batch no. 915881(valid)/ 60860(invalid)) inserted. Other product or product use issues identified: device physical property issue "the implant was curved in the right horn" from (B)(6) 2017 to (B)(6) 2017. The patient's past medical history included multi gravida and parity 2. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) with menstrual discomfort. The patient was treated with surgery (essure removal with hysteroscopy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device dislocation had resolved. At the time of the report, the menometrorrhagia had resolved. The reporter considered device dislocation and menometrorrhagia to be related to essure. The reporter commented: removal of essure inserts placed in endouterine region which may have caused discomfortable menometrorrhagia. Discomfortable menometrorrhagia started soon after insertion of essure. Diagnostic results (normal ranges are provided in parenthesis if available):body weight was reported to be (B)(6) kgs. Anatomo-pathologic report dated (B)(6) 2017: clinical information: menometrorrhagia a endometrectomy. Multi-fragmented materials. Histologically, glands are windings and scalloped, bounded with secreting cells with shredded apex; the cytogenic chorion is slack, beginning of pre-decidualization around spirals arterioles. No signs if inflammation. No malignancies. Conclusion: uterus ¿ endometrectomy ¿ endometrium in advanced secreting stage. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra.in this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred terms: device dislocation ¿ analysis in the global safety database revealed 3.045 cases.menometrorrhagia ¿ analysis in the global safety database revealed 55 cases.bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 23-feb-2018: quality-safety evaluation of ptcincidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("essure inserts placed in endouterine region") and menometrorrhagia ("discomfortable menometrorrhagia") in a female patient who had essure (batch no. 915881) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required) with menstrual discomfort. The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and menometrorrhagia outcome was unknown. The reporter considered device dislocation and menometrorrhagia to be related to essure. The reporter commented: removal of essure inserts placed in endouterine region which may have caused discomfortable menometrorrhagia. Diagnostic results: anatomo-pathologic report dated 03-nov-2017: clinical informations: menometrorrhagia a endometrectomy. Multi-fragmented materials. Histologically, glands are windings and scalloped, bounded with secreting cells with shredded apex; the cytogenic chorion is slack, beginning of pre-ecidualization around spirals arterioles. No signs if inflammation. No malignancies. Conclusion: uterus ¿ endometrectomy ¿ endometrium in advanced secreting stage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-dec-2017 for the following meddra pts: device dislocation: 2750 cases (excluding this case). Menometrorrhagia: cases 47 (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 1-dec-2017: essure was inserted on (B)(6) 2012 (lot number 915881; implant number (B)(4)). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("essure inserts placed in endouterine region") and menometrorrhagia ("discomfortable menometrorrhagia") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required) with menstrual discomfort. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and menometrorrhagia outcome was unknown. The reporter considered device dislocation and menometrorrhagia to be related to essure. The reporter commented: removal of essure inserts placed in endouterine region which may have caused discomfortable menometrorrhagia. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-nov-2017 for the following meddra pts: device dislocation: 2324 cases (excluding this case). Menometrorrhagia: 48 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("essure inserts placed in endouterine region /the implant was curved in the right horn") and menometrorrhagia ("discomfortable menometrorrhagia") in a (B)(6) year-old female patient who had essure (batch no. 915881 / 60860) inserted. Other product or product use issues identified: device physical property issue "the implant was curved in the right horn" on (B)(6) 2017. The patient's past medical history included multi gravida and parity 2. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) with menstrual discomfort. The patient was treated with surgery (essure removal with hysteroscopy). Essure was removed. At the time of the report, the device dislocation and menometrorrhagia had resolved. The reporter considered device dislocation and menometrorrhagia to be related to essure. The reporter commented: removal of essure inserts placed in endouterine region which may have caused discomfortable menometrorrhagia. Diagnostic results: anatomo-pathologic report dated 03-nov-2017: clinical informations: menometrorrhagia a endometrectomy. Multi-fragmented materials. Histologically, glands are windings and scalloped, bounded with secreting cells with shredded apex; the cytogenic chorion is slack, beginning of pre-ecidualization around spirals arterioles. No signs if inflammation. No malignancies. Conclusion: uterus ¿ endometrectomy ¿ endometrium in advanced secreting stage. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-dec-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 2791 cases. Menometrorrhagia. The analysis in the global safety database revealed 48 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt's. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2017: essure sample was available and sent to cqf rep by hospital. Onset date of event dislocation added ((B)(6) 2017). Essure was removed with hysteroscopy. New lot number added (60860). Menometrorrhagia disappeared after surgery - outcome of events updated to recovered/resolved. Event added: essure was "curved" in the right horn. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("essure inserts placed in endouterine region") and menometrorrhagia ("discomfortable menometrorrhagia") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required) with menstrual discomfort. The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and menometrorrhagia outcome was unknown. The reporter considered device dislocation and menometrorrhagia to be related to essure. The reporter commented: removal of essure inserts placed in endouterine region which may have caused discomfortable menometrorrhagia. Diagnostic results: anatomo-pathologic report dated 03-nov-2017: clinical informations: menometrorrhagia a endometrectomy. Multi-fragmented materials. Histologically, glands are windings and scalloped, bounded with secreting cells with shredded apex; the cytogenic chorion is slack, beginning of pre-ecidualization around spirals arterioles. No signs if inflammation. No malignancies. Conclusion: uterus - endometrectomy - endometrium in advanced secreting stage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 01-dec-2017 for the following meddra pts: device dislocation: 2.751 cases (excluding this case). Menometrorrhagia: 47 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 30-nov-2017: anatomo-pathologic report dated 03-nov-2017 was received: histologically, glands are windings and scalloped, bounded with secreting cells with shredded apex; the cytogenic chorion is slack, beginning of pre-decidualization around spirals arterioles. No signs if inflammation. No malignancies. Conclusion was: uterus - endometrectomy - endometrium in advanced secreting stage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("essure inserts placed in endouterine region") and menometrorrhagia ("discomfortable menometrorrhagia") in a female patient who had essure (batch no. 915881) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required) with menstrual discomfort. The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and menometrorrhagia outcome was unknown. The reporter considered device dislocation and menometrorrhagia to be related to essure. The reporter commented: removal of essure inserts placed in endouterine region which may have caused discomfortable menometrorrhagia. Diagnostic results: anatomo-pathologic report dated 03-nov-2017: clinical informations: menometrorrhagia a endometrectomy. Multi-fragmented materials. Histologically, glands are windings and scalloped, bounded with secreting cells with shredded apex; the cytogenic chorion is slack, beginning of pre-ecidualization around spirals arterioles. No signs if inflammation. No malignancies. Conclusion: uterus ¿ endometrectomy ¿ endometrium in advanced secreting stage. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-dec-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 2.781 cases. Menometrorrhagia. The analysis in the global safety database revealed 48 case bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt's. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.